Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for variations of out of range high rv and superior vena cava (svc) impedances. Attempts to gain additional information from the clinic did not yield any results. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968-35 lead, implanted 2006 (B)(6); 6940-52 lead, implanted 2001 (B)(6); (B)(4) lead, implanted 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and was variable. The impedance trend on the rv (right ventricular) defibrillation coil was variable and was beyond the expected upper range.

Event description:
It was additionally reported that there was an isolated pacing impedance spike to high levels. Reprogramming was performed to turn off detections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) defibrillation coil was variable. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the svc defibrillation coil was variable. Lead impedance alert on (B)(6) 2014. Max rv impedance trend is varying between 100 and 200 ohms. Max svc impedance trend is varying between 100 and 200 ohms.